Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm x 2.0cm x 135cm peripheral cutting balloon was used during procedure; however, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were noted.